Event description:
After access into the right femoral vein, the fellow was removing the sheath dilator and when he removed the dilator the back portion of the introducer sheath was removed as well leaving the proximal portion of the sheath floating in the patient's body. The patient went through a lengthy procedure to retrieve the remainder of the sheath. The initial procedure that the patient was originally scheduled for (afib ablation) was aborted due to the time spent on the sheath retrieval. I have the damaged sheath however the piece that was received was not saved.